Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Caller reported when she programmed an insulin bolus, the piston rod got stuck; alleges inaccurate insulin delivery. Caller stated she was hospitalized for high blood glucose level and treated with insulin via syringe. Requested return of the alleged device for evaluation.